Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod4 coils. During preparation for the procedure, the physician experienced resistance while pushing a pod4 coil out of its introducer sheath and into the heparinized saline in order to soak it. The physician then attempted to pull back and advance the pod4 coil delivery system through the introducer sheath several times, but still encountered resistance. However, since it was a slight resistance, the physician was able to pull back the pod4 coil into the introducer sheath. There after, during the procedure, the physician attempted to advance the pod4 coil through the hub of another manufacturer¿s microcatheter. However, while advancing the pod4 coil through the hub of the microcatheter, the physician experienced resistance and the pod4 coil was therefore removed. The procedure was completed using a new pod4 coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pod4 pusher assembly was intact. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath was advanced off the pod4 pusher assembly by a penumbra investigator to further evaluate the embolization coil. The embolization coil had multiple offset coil windings along its length . Dried blood was observed throughout the embolization coil. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pod4 pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This failure was likely incidental and may have occurred after the pod4 was resheathed. Further evaluation revealed that the od of the pod4 embolization coil was within specification. Evaluation of the pod4 revealed that there was blood inside the introducer sheath. It is likely that the blood observed inside the introducer sheath caused the resistance experienced by the physician. Further evaluation revealed offset coil windings, which were likely caused due to attempts to advance the pod4 against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.